Event description:
It was reported that the patient experienced an erectile dysfunction and found the product to be not as easy to use as the pump's design is archaic, anatomically adverse and can be detectable by anyone by touch. The device is not easily inflatable. The patient has had the device for one month and when trying to press the pump bulb to inflate, it is almost impossible.